Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was attempted to be deployed and felt like the anchor did not properly deploy, failed. The estimated blood loss was less than 250cc's. Non-life threatening, large hematoma. The type of procedure performed was a stroke. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. The event results did result in patient injury and medical/surgical intervention was not needed. Additional information was received on 30 nov 2023: a 8fr. Sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device. Hemostasis achieved thru manual compression. Patient condition was stable. No concomitant medical products used with the angio-seal. Additional information was received on 14 dec 2023: the hematoma was treated in the recovery area by holding manual pressure and milked out the hematoma.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture was fully deployed and had been cut. No damage or issues were identified. Although no issue was found with the device, the complaint was confirmed for a potential hemostasis issue. The exact root cause cannot be determined. It is possible that the components were deployed subcutaneously which resulted in incomplete hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).